Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was involved in system revision due to infection and erosion. The physician surgically relocated the device more medial as the ICD was eroding laterally. There were no additional adverse patient effects reported. The ICD remains in service.